Manufacturer narrative:
Concomitant products: product ID 3550-29, lot # n214160, implanted: (B)(6) 2010, product type accessory; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient.

Event description:
It was reported that a patient programmer no longer worked. It was stated that it was noticed ¿maybe a couple months ago or a month ago¿. It was stated that nothing came up on the screen. It was stated that the patient¿s wife didn¿t know she had to change the batteries. It was stated that they were talking about the (B)(4) (recharger) and noted she wasn¿t sure what she was talking about. It was stated that the caller didn¿t know where the insr was. It was noted that the patient started to take medications to help with the pain. It was stated that the patient hadn¿t ¿used it for awhile¿ because he wasn¿t having pain and his healthcare professional (hcp) was helping him. It was stated that the hcp had told him to call to get a new programmer. It was stated that the patient last charged ¿about 6 months ago¿, and then stated he ¿probably hasn¿t¿ charged since then. It was stated that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the caller asked what if they can¿t find their equipment and they found out the ins was dead. It was noted that the patient was redirected to their hcp. Additional information received reported that the patient had not used the items for his stimulation for a very long time and only used it when he needed it. It was stated by the patient to the caller that the last time he used it was 1 to 1.5 years ago. It was noted that they only had the insr, antenna and the belt. It was further stated that the programmer was located. It was stated that while checking the batteries in the battery compartment she discovered the batteries had corroded. It was noted that the caller was unable to locate the desk top charger ((B)(4)) and the power cord. Additional information received reported that there was corrosion visible in the battery area. It was also noted that the patient lost the (B)(4) and a replacement would be sent. It was stated that the anomaly appeared to have occurred through product use. No patient harm was reported. C500. Additional information received reported that the patient has always had a hard time getting coupling boxes. It was reported that the patient had stopped using the stimulator and has not recharged for over a year or so. It was noted that the patient was having heart issues last year. It was reported that the patient¿s back had started hurting again around the beginning of the year. It was reported that the patient had an appointment on thursday. It was noted that the patient was sent a replacement programmer and was getting ready to send the old one back. It was noted that the adhesive patches did not come in the package. It was reported that the patient ¿might have dementia or something¿. Additional information received reported that there were telemetry issues. Information from previous calls was repeated. It was stated that the patient had return of pain after not using the device for over a year and would like to get the ins working again. It was stated that they have already done two pmr (physician mode restart) sessions and were currently doing a third. It was noted that the manufacturer¿s representative asked if they would be able to get the device out of overdischarge. It was stated that they may try antenna locator if normal recharge could not be started after the current pmr session. It was noted that the patient recognized about a week ago that therapy was not available. It was later reported that the patient was scheduled for a replacement of his rechargeable ipg with a non-rechargeable ipg on (B)(6). The company representative met with the patient on (B)(6) 2014 and he was doing very well. The patient had his replacement and he was getting great stimulation coverage.